Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x28mm promus element¿ plus drug-eluting stent was advanced and successfully deployed. When a balloon catheter was advanced for post-dilation, the proximal stent struts were deformed to huge extent which was overlapped with a non-bsc stent. The procedure was then completed. No further patient complications were reported and the patient's status was stable.